Manufacturer narrative:
Occupation: educator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred on the cardiosave intra-aortic balloon pump (iabp). Troubleshooting was unsuccessful. The customer was able to switch over to the transducer as an alternate arterial pressure (ap) source successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).